Event description:
A malfunction on a pump was reported by the customer after passing through a tsa scanner at the airport. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to contact support if the issue recurred.